Event description:
It was reported that the patient underwent a two-level tlif at l4-s1 involving rhbmp-2/acs & peek vertebral body spacers supplemented with posterior fixation instrumentation. The patient developed an encapsulated fluid collection that presented on the left side at l5/s1 causing radiculopathy, and a surgical intervention was performed on five weeks post-op to drain and excise the encapsulated fluid collection. The tissue wall of the formation was sent for detailed histology. The patient's radiculopathy has reportedly resolved post-intervention. Gelfoam with thrombin was used for hemostasis, though most of it was evacuated prior to closure.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filling this MDR for notification purposes. Neither device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Decalcified histology of explanted tissues demonstrated connective tissues with some interconnected bone. Connective tissues were well vascularized. A collagen material was observed similar in appearance to the acs. It was not known if other collagen based surgical products were used. No inflammatory reaction was observed. No conclusions about the cause of the reported event could be deduced from the tissue analysis. Therefore, we are unable to determine the definitive cause of the reported event.